Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was without stimulation and her ipg was unable to communicate with external devices. The patient stated she has not charged her ipg in 2 years. The sjm representative met with the patient and verified the issue. Patient is to consult with her physician regarding undergoing surgical intervention at a later date as the next course of action.